Event description:
According to the info the hosp provided the sales representative, the twist drill broke during use. No adverse consequences to the pt were reported.

Manufacturer narrative:
Summary evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this event would be related to user tecnique.